Event description:
Major pump unit(s) involved: blood pumpadditional text: electrical malfunctionspecific component(s) involved: internal controller malfunctionadditional text: main bearing wear indicated by titaniumother component:causative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): replacement of pump; switch from vented electric to pneumatic-mode; other interventions, specifyother intervention : surgical switch out to heartmate iiimplant device type: lvadmalfunction device type:

Event description:
Major pump unit(s) involved: blood pump. Specific component(s) involved: internal controller malfunction.